Event description:
Voluntary medwatch form received reporting an adverse event while the pump was in use. The report states: "patient treated via pca pump following surgery. Medication changed per physician orders from morphine to dilaudid. Documentation relfects assessment performed twice the following day. Pt was unresponsive the next day; pt in respiratory arrest, intubated, narcan given and pt immediately responded. Documentation reflects one source indicating 15cc and another source indicating 15mg of dialudid missing from syringe at time of respiratory arrest." In further contact with the customer it was reported that the pt was receiving mso4, 1mg/ml in the pca only mode with a pca dose of 1mg every 10 mins with no 4-hour lockout. The pca was changed to dilaudid. The pump was programmed to delivery dilaudid 1mg/ml in the pca only mode with a bolus dose of 0.2mg every 10 mins with no 4-hour lockout. On the date of event, the nurse was changing the pca syringe when nurse noticed that the pt was "cynaotic" there were 15mg of dilaudid that were not accounted for after the syringe was changed. It was not known if the nurse had clamped the tubing prior to changing the syringe. The pt "respiratory arrested", was intubated and given narcan. The pt was extubated after approx 20 mins and transferred to the ICU. No further information was available.